Manufacturer narrative:
As reported, when a 5f mynx control vascular closure device (vcd) was pulled from the packaging, it showed a split in the sealant sleeve and the physician was not comfortable using it. The physician stated that the mynx did not feel right as he inserted it into the non-cordis sheath. The device was then removed and he saw that it had sheared. They opened a second device and deployed it without incident. There was no reported patient injury. The device was used in a diagnostic angiogram of the right lower extremity. The device was stored and prepped according to the instructions for use (IFU). It was removed from the packaging per the IFU. Hemostasis was achieved using a new mynx control device with no problems. The user is trained in the use of the device. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was attached to the unit. The sealant was in its manufactured position but was fully exposed. A split condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis of the slit length could not be performed due to the split condition on the sealant sleeves. The catheter working length was measured and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A functional test to evaluate insertion and withdrawal into a csi could not be performed, as the split condition of the sealant sleeves obstructed sheath insertion. However, a simulated deployment test was successfully performed. The unit functioned as intended: the sealant deployed, the balloon retracted, and the full deployment sequence was completed after aligning the tension indicator and sequentially depressing button 1 and button 2. Microscopic analysis was performed under high magnification to assess the sealant and sealant sleeves. This inspection confirmed both the split condition on the sleeves and the full exposure of the sealant. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-impeded¿ were observed through analysis of the returned device due to the frayed/split/torn condition of the sealant sleeves and the inability to perform the insertion/withdrawal test during functional analysis. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, handling factors during prep, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) may have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis nor the information available for review suggests that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) was pulled from the packaging, it showed a split in the sealant sleeve and the physician was not comfortable using it. The physician stated that the mynx did not feel right as he inserted it into the non-cordis sheath. The device was then removed and he saw that it had sheared. They opened a second and deployed without incident. There was no reported patient injury. The device was used in a diagnostic angiogram of the right lower extremity. The device was stored and prepped according to the IFU. It was removed from the packaging per the IFU. Hemostasis was achieved using a new mynx control device with no problems. The user is trained in the use of the device. The device is being returned for evaluation. Addendum: product evaluation shows the sealant was completely exposed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.